Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed as a result of the microbiological testing by the user facility, the subject device which was returned from repair and before use tested positive for pathogenic bacteria. The user facility did not provide the detailed information such as the number and the type of microbes. After disinfection and sterilization of the scope, the microbiological testing was conducted again. As a result, no pathogenic bacteria was found. It was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. In addition, local field service engineer contacted the customer and the customer declined to provide the inspection documents of bacterial culture. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.